Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unit also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer's keypad was unresponsive. The buttons were getting stuck. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).